Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ff905sb - caspar distr pin16mmster. According to the complaint description, the screw had to be unscrewed and broke during surgery. In connection with cervical surgery, disposable screws were used which are screwed into the bones, one in each cervical vertebra. (C7 & c6). Distraction is set on the bones, through the screws, and the surgery implemented. Since the lower screw has to be unscrewed, it breaks over so that the piece with screw thread sits back in vertebra c7, and cannot be removed without very extensive surgery. An additional medical intervention was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Event description:
Update: patient harm changed from medical intervention required to fragment remained in situ.

Manufacturer narrative:
Additional /correction of information: b2 - malfunction b5 - update patient harm investigation: visual investigation: the tip of the received distraction pin was missing. We made a visual inspection of the fracture surface of the pin. The fracture surface at the distraction pin shows the typical signs of a multi-axial stress condition of bending a torsion. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: the lot contained 3840 pins. This is the only complaint from this lot. The error pattern is typically for mechanical overstress of a multi-axial stress condtion. Because the pin is made of implant material, the risk of a serious patient harm caused by the remained tip is unlikely. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not necessary.